Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes nurse found that the negative pressure of the vacuum was not enough when collecting blood. The following information was provided by the initial reporter. The customer stated: "the nurse found that the negative pressure of the vacuum blood collection tube was not enough when collecting blood, which resulted in insufficient collection of blood samples from the patient, which affected the results of the blood test and required blood collection again, causing dissatisfaction among the patients."